Event description:
Us legal: it was reported that, after a thr surgery on the left hip, performed on (B)(6) 2009 due to arthritis and deformity. Plaintiff underwent revision surgery on left hip on (B)(6) 2021, due to elevated cobalt and chromium levels. There was minimal evidence of metallosis on the surrounding tissue, however there were black rings of metal debris on the trunnion. Liner and modular head were explanted. Current health of the plaintiff is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. As of today, device return and additional information has been requested for this complaint but has not become available. As no part and batch numbers were provided for the devices involved in this incident for investigation, a complaint history review, manufacturing record review, device labelling / IFU review and historical review of the escalation actions could not be performed. If more information is received, this investigation will be reopened. R3 liners / bmhr have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. The clinical information provided, of co/cr 8.5 and 3.7, metallosis, black rings of metal debris on the trunnion may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.